Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. The helix of this lead was fully retracted and dried blood and a trace of tissue was noted in the base around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity which showed that the lead was electrically continuous. Blood in mechanism most likely contributed to extension/retraction difficulty. Helix found damaged (stretched and bent) which could have been due to handling.

Manufacturer narrative:
The lead has been returned. Upon analysis this pi will be updated.

Manufacturer narrative:
Upon return and analysis, this event will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was difficult to obtain a good position in the heart. The physician encountered difficulty extracting and retracting the lead. When the lead was removed from the patient tissue was noted at the helix. It was also noted that cardiac tamponade occurred during the procedure. Finally a competitor lead was used. The explanted lead will be returned.

Event description:
--